Manufacturer narrative:
We have not received enough information for the complaint to be able to investigate the issue further. The logs were not provided and we have not gotten any part, service report or any additional information. The current status of the ventilator is unknown. The root cause could not been determined due to lack of information. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator shut off during patient treatment. There was no patient harm. (B)(4).